Manufacturer narrative:
The device was received with cracked case on display window corners, minor scratched lcd window. The device had cracked reservoir tube lip, and cracked battery tube threads. The device had intermittent button response during testing, due to corroded keypad traces.

Event description:
It was reported that the customer's device had cracks on the lower right and lower left of the display. It was reported that the reservoir window and battery loading slot, also had cracks. It was reported that it would be repaired and replaced. No further information provided.